Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the cause of the ins unexpectedly depleting was the ins not having been adequately charged, and the ins was still implanted. It was reported this was confirmed with the physician or patient. There were no reported complications and no further complications were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that when the old ins depleted, it was unexpected and the patient fell forward because of how bad the pain was. No further complications were reported.